Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during maintenance, the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold test.

Event description:
It was reported that during inspection, the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold test. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
Additional information: fse name: (B)(4); mail ID: (B)(4). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had replaced the "2 lithium ion batteries" and also further replaced the "battery" for "alarm daughter board". Then the equipment had went into the implementation of the calibration stage. Overall the inspection results are good. Actually the drive manifold assembly was being replaced as a preventive measure (pm) because the leakage value was little large in the manifold test.

Event description:
N/a.